Manufacturer narrative:
The returned device was not patent due to an occlusion at the junction of the pt line tubing and the zero-reference stopcock. Tooling marks were observed on the male luer adaptor of the connection and the adhesive bond, which is applied at the time of manufacture, was broken. The collar of the male luer adaptor was deformed and its tip had broken off and was stuck in the lumen of the female connector. The observed damage is attributable to excess stress of the parts incurred when the adhesive bond was broken during separation of the connection. It did not meet the requirements for leak testing due to cracks in the needleless injection port arm of the pt access stopcock. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that only the injection site septum should be cleaned, and that exposing plastic components to alcohol may compromise their integrity. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that fluid was not flowing through the system after the device had been connected to the pt drainage catheter, and that a stopcock was then found to be occluded. According to the report, the physician replaced the device with a different product to complete the procedure. The report states that after the procedure the pt was in stable condition and was overall ok.